Manufacturer narrative:
Argus case (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of burning mouth in a female patient who received glycerin (biotene oralbalance gel (unknown)) gel (batch number 205056lc11, expiry date 28th february 2022) for product used for unknown indication. On an unknown date, the patient started biotene oralbalance gel (unknown). On an unknown date, an unknown time after starting biotene oralbalance gel (unknown), the patient experienced burning mouth (serious criteria gsk medically significant and other: serious per reporter), burning tongue (serious criteria gsk medically significant and other: serious per reporter), throat burning sensation of (serious criteria other: serious per reporter), burning sensation, throat discomfort and ill-defined disorder. The action taken with biotene oralbalance gel (unknown) was unknown. On an unknown date, the outcome of the burning mouth, burning tongue, throat burning sensation of, burning sensation, throat discomfort and ill-defined disorder were unknown. The reporter considered the burning mouth, burning tongue and throat burning sensation of to be related to biotene oralbalance gel (unknown). It was unknown if the reporter considered the burning sensation, throat discomfort and ill-defined disorder to be related to biotene oralbalance gel (unknown). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: patient was calling to report an adverse effect with your biotene gel. The moisturizing gel. Our ingredients include sodium hydroxide and it burned mouth the back of my throat and tongue. Before patient contact the public health england patient wanted to draft an email but it didn't work. Patient informed that this was serious event. Patient was not getting any email from you. Patient had been using it for months. This particular product 2 weeks ago. Patient had minor burning sensations, until 2 nights ago. Patient out in my mouth and had severe reaction it was patients throat, the back of throat and patient was wrenching. Patient checked all the ingredients the only thing patient thought that could caused it was the sodium hydroxide. It took 24 hours to calm down completely. Patients point was that, that there was a possibility of such reaction there should be a warning on the tube. Patient expect an response. Sodium hydroxide patient didn't know why it was there. Patient had compared to other gels know and they don't have that. Patient thought it was a dangerous product. Follow up information received from physician on 25 nov 2020. Follow up information dated 25 nov 2020 and 26 nov 2020 were processed together. The patient received glycerin (biotene oralbalance gel (unknown)) gel (batch number 5148859, expiry date february 2023) for product used for unknown indication. On (B)(6) 2020, the patient started biotene oralbalance gel (unknown). On (B)(6) 2020, 9 days after starting biotene oralbalance gel (unknown), the patient experienced burning tongue (serious criteria gsk medically significant and other: serious per reporter) and throat burning sensation of (serious criteria other: serious per reporter). On an unknown date, the patient experienced burning mouth (serious criteria gsk medically significant and other: serious per reporter), burning sensation, throat discomfort, ill-defined disorder, dry mouth and adverse event. Biotene oralbalance gel (unknown) was discontinued on (B)(6) 2020 (dechallenge was unknown). On an unknown date, the outcome of the dry mouth and adverse event were unknown. It was unknown if the reporter considered the dry mouth and adverse event to be related to biotene oralbalance gel (unknown). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. The patient had dry mouth at night. This specific tube of product was approximately started at (B)(6) 2020 and used the gel for more than 6 month with minor burning from time to time. Followup information received on 26 nov 2020. It was called to report an adverse effect with biotene gel. The moisturizing gel. Case corrected as per information received on 25 nov 2020. The medwatch form for biotene oralbalance gel (unknown) was updated and checked for additional information in follow up report. Follow up information was received on 17 dec 2020: on an unknown date, the patient experienced product label issue. Consumer stated that as she wrote in her initial response, she did not contact her general physician as the reaction did not warrant it. She had since told her about it though to be frank it did not register with her as general physicians were concerned with more pressing matters. Nonetheless, she consider biotene gel an unsafe product without at a minimum a warning about the sodium hydroxide or other ingredient that could cause burning. While the tube stated a recommended dose, there was no warning that exceeding the dose or continued use might cause a burning reaction.

Manufacturer narrative:
(B)(4).

Event description:
It burned my mouth [burning mouth], it burned my tongue [burning tongue], it burned the back of my throat [throat burning sensation of], I had minor burning sensations [burning sensation], I had severe reaction it was my throat/I had severe reaction it was the back of my throat [throat discomfort], I was wrenching [ill-defined disorder], dry mouth symptoms [dry mouth], unspecified adverse event/adverse effect [adverse event], case description: this case was reported by a consumer via call center representative and described the occurrence of burning mouth in a female patient who received glycerin (biotene oralbalance gel (unknown)) gel (batch number 205056lc11, expiry date 28th february 2022) for product used for unknown indication. On an unknown date, the patient started biotene oralbalance gel (unknown). On an unknown date, an unknown time after starting biotene oralbalance gel (unknown), the patient experienced burning mouth (serious criteria gsk medically significant and other: serious per reporter), burning tongue (serious criteria gsk medically significant and other: serious per reporter), throat burning sensation of (serious criteria other: serious per reporter), burning sensation, throat discomfort and ill-defined disorder. The action taken with biotene oralbalance gel (unknown) was unknown. On an unknown date, the outcome of the burning mouth, burning tongue, throat burning sensation of, burning sensation, throat discomfort and ill-defined disorder were unknown. The reporter considered the burning mouth, burning tongue and throat burning sensation of to be related to biotene oralbalance gel (unknown). It was unknown if the reporter considered the burning sensation, throat discomfort and ill-defined disorder to be related to biotene oralbalance gel (unknown). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: patient was calling to report an adverse effect with your biotene gel. The moisturizing gel. Our ingredients include sodium hydroxide and it burned mouth the back of my throat and tongue. Before patient contact the public health england patient wanted to draft an email but it didn't work. Patient informed that this was serious event. Patient was not getting any email from you. Patient had been using it for months. This particular product 2 weeks ago. Patient had minor burning sensations, until 2 nights ago. Patient out in my mouth and had severe reaction it was patients throat, the back of throat and patient was wrenching. Patient checked all the ingredients the only thing patient thought that could caused it was the sodium hydroxide. It took 24 hours to calm down completely. Patients point was that, that there was a possibility of such reaction there should be a warning on the tube. Patient expect an response. Sodium hydroxide patient didn't know why it was there. Patient had compared to other gels know and they don't have that. Patient thought it was a dangerous product. Follow up information received from physician on 25 nov 2020. Follow up information dated 25 nov 2020 and 26 nov 2020 were processed together. The patient received glycerin (biotene oralbalance gel (unknown)) gel (batch number 5148859, expiry date february 2023) for product used for unknown indication. On (B)(6) 2020, the patient started biotene oralbalance gel (unknown). On (B)(6) 2020, 9 days after starting biotene oralbalance gel (unknown), the patient experienced burning tongue (serious criteria gsk medically significant and other: serious per reporter) and throat burning sensation of (serious criteria other: serious per reporter). On an unknown date, the patient experienced burning mouth (serious criteria gsk medically significant and other: serious per reporter), burning sensation, throat discomfort, ill-defined disorder, dry mouth and adverse event. Biotene oralbalance gel (unknown) was discontinued on (B)(6) 2020 (dechallenge was unknown). On an unknown date, the outcome of the dry mouth and adverse event were unknown. It was unknown if the reporter considered the dry mouth and adverse event to be related to biotene oralbalance gel (unknown). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. The patient had dry mouth at night. This specific tube of product was approximately started at (B)(6) 2020 and used the gel for more than 6 month with minor burning from time to time. Followup information received on 26 nov 2020. It was called to report an adverse effect with biotene gel. The moisturizing gel.

Manufacturer narrative:
Argus case: (B)(4).

Event description:
It burned my mouth [burning mouth]; it burned my tongue [burning tongue]; it burned the back of my throat [throat burning sensation of]; I had minor burning sensations [burning sensation]; I had severe reaction it was my throat/I had severe reaction it was the back of my throat [throat discomfort]; I was wrenching [ill-defined disorder]. Case description: this case was reported by a consumer via call center representative and described the occurrence of burning mouth in a female patient who received glycerin (biotene oral balance gel (unknown)) gel (batch number: 205056lc11, expiry date: 28th february 2022) for product used for unknown indication. On an unknown date, the patient started biotene oral balance gel (unknown). On an unknown date, an unknown time after starting biotene oralb alance gel (unknown), the patient experienced burning mouth (serious criteria gsk medically significant and other: serious per reporter), burning tongue (serious criteria gsk medically significant and other: serious per reporter), throat burning sensation of (serious criteria other: serious per reporter), burning sensation, throat discomfort and ill-defined disorder. The action taken with biotene oralb alance gel (unknown) was unknown. On an unknown date, the outcome of the burning mouth, burning tongue, throat burning sensation of, burning sensation, throat discomfort and ill-defined disorder were unknown. The reporter considered the burning mouth, burning tongue and throat burning sensation of to be related to biotene oral balance gel (unknown). It was unknown if the reporter considered the burning sensation, throat discomfort and ill-defined disorder to be related to biotene oral balance gel (unknown). This report is made by gsk without prejudice and does not imply any admission or liability for the incident, or its consequences. Additional details: patient was calling to report an adverse effect with your biotene gel. The moisturizing gel. Our ingredients include sodium hydroxide and it burned mouth the back of my throat and tongue. Before patient contact the public health (B)(6) patient wanted to draft an email, but it didn't work. Patient informed that this was serious event. Patient was not getting any email from you. Patient had been using it for months. This particular product 2 weeks ago. Patient had minor burning sensations, until 2 nights ago. Patient out in my mouth and had severe reaction it was patients throat, the back of throat and patient was wrenching. Patient checked all the ingredients the only thing patient thought that could caused it was the sodium hydroxide. It took 24 hours to calm down completely. Patients point was that, that there was a possibility of such reaction there should be a warning on the tube. Patient expect an response. Sodium hydroxide patient didn't know why it was there. Patient had compared to other gels know and they don't have that. Patient thought it was a dangerous product.